Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). G1: device manufacturer address 1: (B)(6). G1: device manufacturer address 2: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed an "open door" message when the door was closed and tubing was installed. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed, and dry fluid patches on the front and rear cover were observed. A device evaluation was performed, and the latch bar was not moving properly; therefore the door was hard to close. The latch bar was stuck due to dried fluid on it. A event history log review was performed, and a door latch open failure (system error 21510) was identified related to the reported condition. A service history review revealed no indication that the parts replaced during service caused or contributed to the reported event. The reported condition was verified. The cause was determined to be from fluid ingress on the latch bar. The door latch mechanism would be replaced to resolve the event. Should additional relevant information become available, a supplemental report will be submitted.